Manufacturer narrative:
Combination product: yes, the returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed that the balloon is still well folded and shows no signs of inflation. The stent is slightly bent but not deformed. Microscopic inspection of the distal shaft from the balloon to the guide wire exit port revealed that both the guidewire lumen and the inflation lumen are sliced open longitudinally over its entire length of 259 mm. A balloon inflation is impossible. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each device is tested for air tightness by means of a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The damage at the distal shaft was most likely caused due to the handling during the procedure.

Event description:
The orsiro mission stent system was chosen for treatment. It was not possible to inflate the delivery balloon of the orsiro mission stent system.

Manufacturer narrative:
Combination product: yes.